Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the clinic with lightheadedness and bradycardia. Upon device interrogation, a possible increase in threshold was noted in the right ventricular (rv) lead and loss of capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.